Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) for failure analysis. The usm was tested in normal mode on the in-house system. The 23087 error was not replicated but confirmed in the system logs. The usm passed all tests. The chip encoder virtual absolute (cva) printed circuit assembly and cva disc were replaced as a precaution. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the system had a recoverable fault. An intuitive surgical, inc. (Isi) field support engineer (fse) reviewed the error logs and noted a repeated error 23087 pointing to the universal surgical manipulator (usm) 2. The fse confirmed the error with an isi technical support engineer (tse), who stated that the issue was associated with usm 2 and suggested the usm replacement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the issue occurred during a pyeloplasty procedure. The system functionality was checked upon powering on the system without errors. The isi tse was not contacted for troubleshooting. The surgeon was not able to use the usm for the procedure. After a few attempts to recover from the fault, the usm was disabled to resolve the reported issue, and the surgeon continued the operation using 3 usms only. There was a delay of about 8-10 minutes. The procedure was successfully completed.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm2 due to repeated error 23087. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.